Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when reprocessing the cystonephrofiberscope, the cap was left off . There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the cap was left off during sterilization, could not be identified. The presumed cause of [cap was left off during sterilization] could not be identified because the actual product has not been returned to the quality assurance department of shirakawa factory, and the detailed condition could not be verified. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review: the instruction manual was checked and found that there were descriptions related to the event. Olympus will continue to monitor the field performance for this device.